Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that, since implant, the ins kept popping out of place in the ins pocket. The patient said the ins was implanted where their waist band for their pants was, and ins started popping out of the pocket right away. The patient stated that the healthcare processional revised the old pocket on (B)(6) 2008, and then that old ins pocket was fine. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that ins popping out of place was due to bad placement of the ins. No further complications are anticipated.